Manufacturer narrative:
After secondary review of this file performed on (B)(6) 2021, it was decided to remove "device explantation" and add "surgical intervention" to more accurately capture the reported event.¿ the patient underwent some kind of surgical intervention in (B)(6) of 2020 due to bilateral capsular contracture experienced. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: na. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4), h6 health effect - impact code.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 645cc mentor memorygel breast implant and experienced bilateral capsular contracture; baker grade unknown postoperatively. Patient reported deformation in both breasts, and stated they were very painful. As a result, the devices were explanted on (B)(6) 2020. This medwatch report is for the patient¿s right-sided device.